Event description:
It was reported that during a coronary stent procedure, crossing difficulties and stent damage occurred. The lesion being treated was a calcified and 90% stenotic lesion in the proximal lad. The physician attempted to cross the predilated lesion with the express2 monorail stent delivery system, however, resistance was encountered. When the removed the stent he observed damage at the proximal edge. The procedure was completed with another manufacturer's stent. No patient injuries or complications were reported. Patient status is listed as "fine".